Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01469. It was reported the patient experienced ineffective therapy on his right side. Reportedly, diagnostic testing displayed high impedance values on multiple lead contacts. As such, fluoroscopic testing confirmed the lead pulled out of the ipg header. Follow-up identified surgical intervention was undertaken during which time the physician replaced the ipg and utilized the existing lead. Adequate stimulation was achieved postoperatively. The issue was resolved.